Manufacturer narrative:
The batch record for pn 600415 ln 0297995 was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages.an initiative under the current open CAPA is to replace labs coats with electrostatic lab coats to prevent hair from coming into the controlled manufacturing environment follow up emdr h3 other text : see narrative.

Event description:
Hair inside packaging hair noticed to be inside unopened packaging before use.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Hair inside packaging. Hair noticed to be inside unopened packaging before use.